Event description:
Device report from synthes reports an event in japan as follows: it was reported that this was an unknown procedure performed on (B)(6) 2022. The patient was x-rayed after screw insertion. It was confirmed that the screw in question had come off the lesion. When they tried to retract the screw with the driver shaft, the tip of the driver shaft broke off. A fragment which had stuck to the screw was removed from the lesion. The procedure was completed less than 30-minute surgical delay. The patient¿s bone was quite hard, so the surgeon had difficulty in the screw insertion. Patient status/ outcome: the patient was x-rayed, and it was confirmed that no fragment had been left in the lesion. No further information is available. This report is for one (1)5.5 ti cort fix 7x40mm. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product codes: nkb, mni, kwp and kwq. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H4, h6: a manufacturing record evaluation was performed for the finished device. Product code: 186731740, lot: 316981. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: july 14, 2021. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.